Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user dropped the ilet after inserting a new cartridge and connector, causing the connector to fracture and leave the remaining portion flush in the pump¿s chamber port; a new connector was used to friction-drive and remove the broken connector with the attached cartridge, after which the user completed the supply change and resumed normal use. Symptoms included no adverse physiological effects, with blood glucose reported as nominal at 114 mg/dl. Outcomes included no injury, no medical intervention, and no interruption to therapy beyond the supply change. Investigation included remote troubleshooting and user guidance on removal of the broken connector using a replacement part to back out the remnant from the port threads. Investigation of this case revealed a connector mechanical break during an accidental drop and successful field resolution without device functional failure. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external impact and user-performed corrective action restored normal operation.